Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. However the most likely cause of this event is user related as it was reported that a non- endologix device was implanted first and that that the non- endologix device may have moved. This is an off - label procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient underwent an evar procedure to treat an abdominal aortic aneurysm. A medtronic endurant aorta extension was implanted first, the afx main body was implanted after. It was reported the endurant may have moved down from the original implant position. The overlap was noted to be shorter than planned between the aortic extension and afx main body. The physician elected to balloon, however a type iiia endoleak was observed. An afx suprarenal cuff extension was then implanted at the overlap portion, however the type iiia endoleak was not resolved. As of this report, there has been no patient sequela reported.